Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the clips were delivered "acrossed". Another like device was used to complete the case. There was no pt consequence.